Event description:
Hosp installed an incorrect adapter filter into a custom ultrasonic adapter. This disk filter was of an unknown micron size media hospital called and said they had no flow on one adapter for 5.5 hours.